Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. The device completed the priming sequences and successfully delivered a bolus. After investigation of the needle mechanism, no issues were found that would result in a failure of the needle mechanism to deploy. The device ran for 130 pulses and was deactivated by the user.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the cannula deployed partially, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected, and the pod was worn between 4 and 24 hours.